Event description:
It was reported that the pump was ¿ok¿ for several years but the patient still had some pain. The patient reported that lumps were forming around the pump over last three months causing some issues with refilling and increased pain. The last refill was (B)(6) 2015. No errors were recorded in the pump logs. At last refill attempt, three weeks ago, the neurosurgeon felt lumps and sent the patient for a computerized tomography (CT) scan and blood work. The neurosurgeons agreed to investigate and to replace or reposition. During the case, the physician could not observe any lumps in pocket. He could not aspirate or inject into catheter and it was decided to replace the catheter. When removing catheter from pump it almost came off with very little force. The catheter was noted to have the ¿older¿ sutured pump connector. It was also reported that the catheter was partially explanted as ¿some of catheter since in patient.¿ a new catheter and pump were implanted without issue and the patient¿s daily dose was reduced from 3mg/day to 2mg. The results of the CT scan and blood work were unknown at this time. The issue was reported as resolved. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. This reportedly had occurred around approximately (B)(6) 2015. Additional information was requested to clarify if the remaining catheter segment is in-service or out-of-service and if the aspiration issues occurred while connected to pump or once disconnected, and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed no pump anomalies. The pump met specification. Analysis noted the catheter had acceptable testing but the catheter was incomplete as it was returned in segments.

Event description:
The representative later clarified that "some of catheter since in patient" meant that the physician cut the older catheter, tied off and in the patient. The physician's attempt to aspirate was made directly onto the catheter once it had been removed from the pump. It is unknown if the patient was currently receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4).